Event description:
Account stated that they had a run of about 20 estradiol samples that were lower when repeated. The incorrect results were not used to guide patient therapy. The field service representative was unable to determine a cause for the discrepancy.